Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(6). Exemption number: e2014031. The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No product lot number was reported therefore no lot release records were reviewed. Omnipod dash insulin management system. User guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy. The pod was not worn.